Event description:
The ventilator was in nasal intermittent positive pressure ventilation (nippv) mode and stopped working. We sent the event logs over to draeger for review. We are waiting for a response on the event.